Event description:
It was reported that the impedance measurement was high for the left ventricular lead during the implant procedure. The lead was not implanted. A second left ventricular lead was implanted with the same high measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on all conductors (not obstructed).